Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a capacitor test error. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device showed a capacitor test error. The fse evaluated the device onsite, and it was determined that the capacitor test error was due to a malfunction of the therapy capacitor. The therapy capacitor was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the therapy capacitor. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the therapy capacitor and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.